Event description:
It was reported that patient underwent initial hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to unknown reasons. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown.device manufacture date - unknown. This report filed (B)(4), 2012.